Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip applier was used to place clips on the cystic duct. After three clips were correctly placed, the fourth clip became stuck in the tube, protruding halfway outside the tube 5 cm before the distal end. The clip forceps were jammed, and it was impossible to remove the forceps from the trocar due to an increased diameter at the clip exit point. To resolve the issue and complete the case, another clip applier from the same lot was used. No patient complications have been reported as a result of this event.